Event description:
Scrub tech removed the 30mm linear stapler, handed it to the surgeon. Surgeon placed it around the appendix and fired the stapler. The result was that the appendix came free and was removed from the wound. The intestine had a large hole in it. No staples were noted in the intestines or on the remainder of the appendix.